Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that the patient with this pacemaker device was admitted to the critical care unit within the hospital as they experienced syncope. Upon device interrogation it was found that the device had entered safety mode, which resulted in myopotential oversensing and subsequent pacing inhibition. The device replacement procedure was scheduled, but at this time, there is no evidence to suggest that this intervention has been performed. No additional adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and this device was explanted and replaced by a non-boston scientific product. No additional adverse patient effects were reported. The device is expected to be returned for analysis.